Event description:
Pt scheduled for cardiac bypass surgery. During placement of an intra-aortic balloon pump catheter the deviced failed. Iabp catheter did not inflate or function. Catheter removed and a new one was placed. No harm to pt. Equipment malfunction.